Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulation (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. Allegedly, during a turbt procedure, the ceramic tip of the resectoscope inner tube broke inside the patient; the patient sustained trauma to his urethra and there was some bleeding, which was cauterized. Customer reports all broken pieces were retrieved and procedure was completed. Patient condition post-up is fine.

Manufacturer narrative:
The instrument has been in use for approximately 7 years. Upon examination we found the remaining portion of the broken ceramic beak is attached 180 degree in the wrong direction, the beak material is thinner in comparison to the beak of a sheath from stock (45mm versus 65mm), and the color is white versus gray; therefore, it is likely the beak is not of karl storz manufacture and is most likely not adherent to original specifications. In addition, the sheath has been engraved with "ims 2-09r", which is indicative of repair by ims (integrated medical systems) and, although the product still bears the karl storz name, it is no longer a genuine karl storz product.